Manufacturer narrative:
(B) (4). Evaluation, results: mi.

Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. Three endeavor drug-eluting stents were implanted to the mid lad (MFR# 2953200-2010-01032, 2953200-2010-01033, 2953200-2010-01034). During the index or re-pci procedure, the pt had a non q-wave mi in the territory of the implanted stent. The pt was discharged the day after the index procedure. No further details are available. The pt was asymptomatic at the 30 day, six month and one year follow up.

Event description:
It is reported that approximately 29 months post index procedure, the patient suffered a thrombosis in a non-study stent implanted in the rca prior to index procedure. In the opinion of the investigator, the event was not related to the study device. It is also reported that the patient suffered an mi on the same date. It is reported that the target lesion was not involved. There was a revascularization carried out and there was another brand bare metal stent implanted in the rca. (Ref MFR # 2953200-2010-01032, 2953200-2010-01033, 2953200-2010-01034)